Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed, however the evaluation into the reported issue is anticipated.

Event description:
A medtronic representative reported that, while outside of a procedure, merged images resulted in an incorrect transformation. The reported issue would occur when exiting the merge task while performing an auto-merge. The reported issue was found during testing of the navigation system. There was no patient present when this issue was identified. No additional information was provided.